Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 33 mg/dl on (B)(6) 2018 at the 11:00 am. Customer did not have symptom. Blood glucose value when admitted to hospital was 33 mg/dl. Customer blood glucose reading for time of the incident was unknown. Customer current blood glucose reading was unknown. Customer did not mention if the insulin pump was used with 48 hours. Customer was treated at the with bolus with the orange juice. The names of the hospital (B)(6)hospital. Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. There was no leak or air bubbles. The drive support condition was not mentioned. Customer did not mention infusion set condition. Customer did not perform high pressure test. Products will not be returning for analysis.